Event description:
On (B)(6) 2026, a 22-mm amplatzer amulet device was selected for left atrial appendage (laa) occlusion using a 12f amulet delivery system after evaluation of a chicken-wing¿type laa with a landing zone measuring 21.5 × 18.2 mm on CT and 18.5 × 14.9 mm on transesophageal echocardiography (tee), a minimum depth of approximately 20 mm, and a distal laa¿pulmonary artery distance of 2.3 mm, prompting consideration of deployment at a thicker region (3.6 mm); a small posterior pericardial effusion noted on baseline intraoperative tee at 90° was considered physiological. The patient was in sinus rhythm, had been taking a doac prior to the procedure, received 4,000 units of heparin with an activated clotting time of 250, and no intravenous fluids were administered. Left atrial pressure was 12 mmhg, and a transseptal puncture was performed via an inferior/posterior approach; initial advancement toward the left upper pulmonary vein was limited by suboptimal tee visualization, with transient sheath migration back to the right atrium, after which the wire, sheath, and dilator were re-advanced and transseptal access was completed without effusion. Following contrast injection, a first deployment was attempted using a superior coaxial approach; fluoroscopy showed superior wall bias with device torsion, and tee at 135° demonstrated elevation of the posterior-inferior lobe shoulder, but due to limited visualization the disk was deployed, after which proximal device migration was observed on fluoroscopic imaging with a shift in position within the intended implant site rather than complete dislodgement, and partial recapture was performed. A second deployment was attempted from a slightly deeper position with careful depth monitoring, deploying from a triangular configuration to disk expansion, with the device assuming a tire configuration; a tension test was performed, no peri-device leak was detected, and the close criteria could not be assessed as the adverse event occurred prior to formal evaluation. During reevaluation at tee 135°, systolic blood pressure decreased to 70 mmhg, and tee revealed approximately 10 mm of circumferential posterior pericardial effusion adjacent to the left ventricle consistent with cardiac tamponade. Pericardiocentesis was performed with drainage of 700 cc, protamine was administered, and cardiovascular surgery was requested; an open-chest procedure identified a small perforation on the posterior laa wall (posterior dno site). The amulet device was fully recaptured once at the time of withdrawal, the device and delivery system were not exchanged, and the device was percutaneously recaptured into the sheath and removed, after which the laa was ligated at the ostium; the procedure was completed, and the patient was transferred to the hicu for ongoing observation. It was stated that the patient experienced adverse health consequences associated with device performance, and while perforation of the thin laa wall due to an anchor during deployment was considered the most likely mechanism, it remained unclear whether this occurred during the first or second deployment; the implanter stated that the device size may have been too large, although device selection was performed in accordance with the IFU.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.